Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team (pe) observed creases on both aspects. A rent measuring approximately 0.1 cm was discovered within a crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the origin of the yellow material observed in the device. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to manufacturing. The device history record (DHR) of lot number 6009571 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. The deflation was diagnosed during a physical examination. As a result, the patient underwent a bilateral removal and replacement procedure on (B)(6) 2018. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.